Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedance, to the point of being out of range. Technical services (ts) reviewed the device data and provided troubleshooting suggestions. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedance, to the point of being out of range. Technical services (ts) reviewed the device data and provided troubleshooting suggestions. Additional information was provided. A commanded shock was performed and the shock impedance is still showing high. Ts provided advice and troubleshooting suggestions. The rv lead remains in service. No adverse patient effects were reported.